Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinar y/bowel dysfunction. It was reported that for the last 2 days their left hip was hurting bad and that the tingling sensation was moving all the way to their knee. The patient expressed they concern that the implant might have moved. Agent reviewed therapy expectations when doing adjustments. The patient stated they switched to program 2 during the call. The patient also mentioned they have not reported to anybody their current state. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they have a follow up appointment with hcp on april 17th.